Manufacturer narrative:
The reported device is not available and will not be returned for evaluation. Trending conducted revealed this to be an isolated incident for this product code, 2n1191. Baxter will continue to monitor similar reports for possible trends.

Event description:
International complaint received in 2005, during use, "rn noted large amount of blood on 'beeding' near cvc catheter site. Closer examination revealed the product had come apart. The point of separation has been described as the base of the y where the straight section of tubing is inserted." No reported patient injury or medical intervention.